Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-03171, 0001822565-2021-03172, 0001822565-2021-03173. Concomitant medical products: unknown articular surface, unknown patella, unknown femoral. Report source: (B)(6). Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing pain and noise after undergoing a total knee arthroplasty. Patient is suffering of a lot of pain and has indicated that there is no allergy and no infection. The prosthesis is well fixed. Painkillers have no effect on the pain. Scintigraphy does not reveal any algo dystrophy. When the patient bends the knee, a blocking is felt, and when this blocking is forced, a noise is heard. The patient saw additional knee surgeons and they think that the strip of the polyethylene femoral part rubs in the notch of the steel femoral part. Attempts to obtain additional information have been made; however, no more information is available at this time.